Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a microvasive maxforce balloon dilatation catheter was used during a esophagogastroduodenoscopy (egd) procedure with dilatation performed on (B)(6), 2011 (patient age, gender, and weight are unknown). According to the complainant, during the procedure, the balloon would not inflate. It was confirmed the balloon did not burst and no visible issues were noted. The balloon was removed from the patient intact. However, investigation results revealed the balloon to be torn longitudinally, indicating the balloon burst which is contrary to what was initially reported; therefore, this is now a MDR reportable event. The procedure was completed with a cre balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient age, gender, and weight are unknown. Visual evaluation of the returned complaint device revealed no damage to the catheter of the device. Functional testing was performed; the balloon was attempted to be inflated, however a leak was noted in the balloon portion of the device. Visual and microscopic examination revealed a longitudinal tear in the balloon material, therefore this is now a MDR reportable event. No other defects were noted. The most probable root cause for this complaint is operational context; this failure occurs when procedural factors encountered during the procedure limit the performance of the device (e.g., the balloon comes into contact with a sharp exterior source). A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.